Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 72 mg/dl.